Event description:
Customer reported that it is hard getting the insulin to deliver. Customer's most recent blood glucose reading was 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).